Event description:
It was reported that the insulin pump is underdelivering insulin. Customer stated that she is running high. The blood glucose reading is 300 mg/dl. Customer treated with insulin pump and manual injections. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.